Event description:
It was reported that the device failed and the display appear to be frozen. Switching or confirming ventilation modes was not possible, nor switching to manual mode. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed and the display appear to be frozen. Switching or confirming ventilation modes was not possible, nor switching to manual mode. No patient injury was reported.

Manufacturer narrative:
For the investigation the provided logfile and information were analysed. As the respective part of the logfile was not available anymore after software download was performed by a third party (in this case the configuration is reset and logfile-entries are deleted), it was not possible to identify the exact root cause. However it was assumed that the device detected an internal communication error onboard a pcb that controls the communication between user interface, gas mixer and ventilator. The workstation initiated an emergency shutdown of automatic ventilation and posted corresponding alarms. Monitoring and manual ventilation remains possible in this state. The general issue is known from earlier occurrences of the same phenomenon. Intensive evaluation of the provided information and testing of concerned materials did not result in any finding. The fact that the involved pcb is used in another functional unit of the entire device without showing similar symptoms makes a design problem rather unlikely. A reasonable explanation would be emc disturbances beyond the immunity barriers of the workstation which is compliant to iec (B)(4). Therefore, it is recommended that the conditions at the user facility should be checked to prevent from emc disturbance. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.